Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. On (B)(6) 2025, intuitive surgical, inc. (Isi) received mw5168363 stating: during surgery the cables of a da vinci mega needle driver broke. The needle driver was removed and replaced. No harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.